Event description:
It was reported the pump did not seem to be helping the patient's pain over the past several weeks/months. It also felt like "something foreign was in the patient's back." A catheter dye study and a CT scan were done. Both tests showed no problems. Recently, the patient presented to the clinic complaining of weakness in the legs. The patient was sent for evaluations. It was determined the patient had a granuloma. The pump system was removed. It was thought the hcp may have tried surgically remove the granuloma. Additional information has been requested but was not available on the date of this report.